Event description:
It was reported that the device's pin connector was missing. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio installed the missing pin and replaced the user interface (ui) to stack ribbon cable assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, but was unable to duplicate the observed symptom.